Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-ndr: not applicable as the event is not related to the device. Nipple sensation increase/decrease-ndr: : not applicable as the event is not related to the device. It cannot be determined which device is for the left or right side per the photos provided it is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported the following events, which are not device-related: right side breast pain, loss of nipple sensation, nipple paresthesia. Device has been explanted and discarded.